Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to sensing of noise in the primary vector. Subsequently, auto set-up was run and failed in all vectors due to small r-waves. X-ray was performed and upon review the physician felt the s-ICD position was not ideal. The smart charge settings were maximized, and a pocket revision was being planned. Additional information received indicated that the patient underwent a procedure to reposition the s-ICD on (B)(6) 2025, as the device had migrated. Upon opening the pocket, it was observed that there was very little slack available to move the s-ICD device more posterior and it was decided to reposition the electrode more towards the left sternal margin. This provided slack and it was then possible to move the s-ICD in the desired direction; however, the r-waves did not improve and became worse. After consulting, the physician decided to return the electrode to its original placement and move the s-ICD more anterior which fit with the patient's chest shape. The r-waves subsequently improved, and the set-up passed in the primary vector at 2x gain. Defibrillation threshold testing was successful, and smart pass was turned on. Once the patient was in recovery, when attempting optimization, the primary vector passed at 2x gain only while the patient was supine and alternate passed at 2x gain when the patient was in a sitting position. Smart pass was deactivated by the device and was not successfully programmed back on. The s-ICD system remains in service and no complications were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to sensing of noise in the primary vector. Subsequently, auto set-up was run and failed in all vectors due to small r-waves. X-ray was performed and upon review the physician felt the s-ICD position was not ideal. The smart charge settings were maximized, and a pocket revision was being planned. Additional information received indicated that the patient underwent a procedure to reposition the s-ICD on (B)(6) 2025, as the device had migrated. Upon opening the pocket, it was observed that there was very little slack available to move the s-ICD device more posterior and it was decided to reposition the electrode more towards the left sternal margin. This provided more slack and it was then possible to move the s-ICD in the desired direction; however, the r-waves did not improve and became worse. After consulting, the physician decided to return the electrode to its original placement and move the s-ICD more anterior which fit with the patient's chest shape. The r-waves subsequently improved, and the set-up passed in the primary vector at 2x gain. Defibrillation threshold testing was successful, and smart pass was turned on. Once the patient was in recovery, when attempting optimization, the primary vector passed at 2x gain only while the patient was supine and alternate passed at 2x gain when the patient was in a sitting position. Smart pass was deactivated by the device and was not successfully programmed back on. The s-ICD system remains in service and no complications were reported. Additional information received indicated that the patient received an inappropriate shock due to oversensing of noise. Due to the previous recent s-ICD and lead revision, it was decided to implant a transvenous device system in this patient on (B)(6) 2025. The s-ICD therapy was disabled, and explant was to be planned at a later date (anticipated to be (B)(6) 2025). It was additionally reported that this device was explanted on (B)(6) 2025. The device was disposed of and thus will not be returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to sensing of noise in the primary vector. Subsequently, auto set-up was run and failed in all vectors due to small r-waves. X-ray was performed and upon review the physician felt the s-ICD position was not ideal. The smart charge settings were maximized, and a pocket revision was being planned. Additional information received indicated that the patient underwent a procedure to reposition the s-ICD on (B)(6) 2025, as the device had migrated. Upon opening the pocket, it was observed that there was very little slack available to move the s-ICD device more posterior and it was decided to reposition the electrode more towards the left sternal margin. This provided more slack and it was then possible to move the s-ICD in the desired direction; however, the r-waves did not improve and became worse. After consulting, the physician decided to return the electrode to its original placement and move the s-ICD more anterior which fit with the patient's chest shape. The r-waves subsequently improved, and the set-up passed in the primary vector at 2x gain. Defibrillation threshold testing was successful, and smart pass was turned on. Once the patient was in recovery, when attempting optimization, the primary vector passed at 2x gain only while the patient was supine and alternate passed at 2x gain when the patient was in a sitting position. Smart pass was deactivated by the device and was not successfully programmed back on. The s-ICD system remains in service and no complications were reported. Additional information received indicated that the patient received an inappropriate shock due to oversensing of noise. Due to the previous recent s-ICD and lead revision, it was decided to implant a transvenous device system in this patient on (B)(6) 2025. The s-ICD therapy was disabled, and explant was to be planned at a later date (anticipated to be (B)(6) 2025).